Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy fluid. The cause of peritonitis and hospitalization were not reported. The patient was initially treated with vancomycin (2g, intraperitoneal) and ceftazidime (1.5g, intraperitoneal) for empiric treatment of peritonitis. The patient was later treated with caspofungin (initial dose, intravenous) and fluconazole (oral) for the event. Five days after the event onset, the pd catheter was removed. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was currently asymptomatic and continues with fluconazole (until completing three weeks of treatment); however, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.